Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/23/2020.

Event description:
The customer reported an alarm failure. On follow-up, the customer stated that there was a proximal pressure auto-zero failed error message. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The manufacturer¿s international service technician confirmed the reported proximal pressure sensor issue. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem.